Event description:
It was reported that the patient ams 800 artificial urinary sphincter was removed and replaced with a new one due to unspecified reason. Additional information received stated that the patient experienced urethral erosion. The patient status post procedure was reported to be normal.